Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the lead was faulty. It was reported that peri -operative testing of the implanted lead found that one of the electrodes appeared to be faulty. The lead was tested in different channels of the implantable neurostimulator (ins) and was wiped and replaced a number of times in an effort to troubleshoot the issue. Ultimately, repeated impedance testing and connectivity tests demonstrated the same problem ¿ ¿the same electrode continued to appear faulty.¿ the electrode on the lead would not connect to the ins, despite ¿much troubleshooting¿ having been performed. The lead was removed and replaced with a new one and the issue was resolved. It was noted there was no surgical explanation for the possible lead fault and that nothing out of the ordinary had occurred during the lead implant or connection to the ins; there were no external factors reported to have led or contributed to the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
H3 device evaluation: analysis of the lead found conductor #4 was broken 1.7 cm from the proximal end. H6: please note that method code 4114, result code 3221, and conclusion code 67 no longer apply to this report. If information is provided in the future, a supplemental report will be issued.